Event description:
It was reported the haptic on the intraocular lens (iol) was damaged during insertion. The lens was removed, a vitrectomy was performed, and another iol implanted without complication.

Manufacturer narrative:
The intraocular lens was received cut in half with one distorted haptic. The results of our investigation reasonably suggest this report is not manufacturing related. The iol met all manufacturing specifications prior to release.